Event description:
It was reported by a physician and through a company representative that a vns patient¿s vns system had presented high impedance, with dcdc code 7 found upon normal mode diagnostics and system diagnostics. X-rays were taken and the physician indicated that no clear discontinuity was visible in the vns system. The patient had benefitted from vns since the beginning of the therapy. Since (B)(6) 2013, an increase in seizures was observed. On (B)(6) 2013, upon interrogation of the generator, the settings were found to be programmed at 1.75 ma, 30 hz, 500 s, 30s, on 5min off. High impedance was found during that consultation. The generator was disabled on (B)(6) 2013. Surgical revision of the vns system is expected but has not taken place to date and no specific date was communicated yet. Attempts to obtain further information have been unsuccessful to date.

Event description:
An implant card was received indicating that the patient underwent generator and lead replacement. It was reported that the lead was broken. The explanting facility follows a special disposal of electronic waste contaminated sector and will not be returned to manufacturer for analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.